Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description) and d6a (implant date).

Event description:
It was reported that upon a data review, over-sensing was noted from this right ventricular (rv) lead during atrial tachycardia response (atr) episodes. The physician was concerned regarding potential dislodgement and contacted boston scientific technical services (ts) for review. Ts noted that low rv sensing had been present since the implant procedure, and there was evidence of far-field over-sensing of atrial signals. No noise or artifacts were present. Ts provided potential troubleshooting options for assessing the rv lead integrity. Diagnostic imaging was performed, which showed a slightly different lead position compared to the post-implant images. The physician reprogrammed the sensitivity of the automatic gain control feature, as well as disabled tachycardia therapy. A lead revision procedure has not yet been scheduled to resolve the event. At this time, this rv lead remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that upon a data review, over-sensing was noted from this right ventricular (rv) lead during atrial tachycardia response (atr) episodes. The physician was concerned regarding potential dislodgement and contacted boston scientific technical services (ts) for review. Ts noted that low rv sensing had been present since the implant procedure, and there was evidence of far-field over-sensing of atrial signals. No noise or artifacts were present. Ts provided potential troubleshooting options for assessing the rv lead integrity. Diagnostic imaging was performed, which showed a slightly different lead position compared to the post-implant images. The physician reprogrammed the sensitivity of the automatic gain control feature, as well as disabled tachycardia therapy. A lead revision procedure will be scheduled in the upcoming weeks to resolve the event. At this time, this rv lead remains implanted and in-service. No additional adverse patient effects were reported.